Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed. No alarms occurred during evaluation inspection, however during final release testing the device alarmed system error 345 (thermistor disparity). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was determined to be the force sensor which will require replacement to address this issue. The device will be tested prior to release to ensure it meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.